Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. The sensor data was extracted successfully. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured, and results were within specification. The sensor was placed in the pcba test fixture to perform smu (source measurement unit) testing however, the sensor could not be reprogramed. Further visual inspection was performed on the returned sensor and damage to the antenna was observed. The antenna had been damaged during de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The observed damage to the antenna prevents communication and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Addional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) was updated based on the returned product download.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. The sensor data was extracted successfully. Watermark was not observed at the base of the sensor tail. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured, and results were within specification. The sensor was placed in the pcba test fixture to perform smu (source measurement unit) testing however, the sensor could not be reprogramed. Further visual inspection was performed on the returned sensor and damage to the antenna was observed. The antenna had been damaged during de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The observed damage to the antenna prevents communication and prevents functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction as the section h11 (additional mfg narrative) has been updated in the MFR report 2954323-2023-39451.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (0ed7202ke) was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. N/a was selected for section g4 as customer is using fs libre 3 sensor with fs libre reader.  Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.